Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that a female patient presented at the emergency room with symptoms suggestive of diabetic ketoacidosis (dka), including shortness of breate. An inform glucose value was obtained in the emergency room of 92 mg/dl, and no treatment was given to the patient. A venous sample was obtained shortly thereafter of 700 mg/dl, reported 45 minutes later. Blood gas values also confirmed dka. She was treated for dka and recovered. The inform value of 92 mg/dl is not consistent with the patient's clinical result and subsequent clinical course, and resulted in an approximately 45 minute delay in treatment. Requested return of suspect device, and replacement was sent.